Manufacturer narrative:
The affected device was returned to nidek for evaluation on (B)(4) 2014. Nidek service engineer (se) had conducted an evaluation and the unit mk-2000 s/no: (hand piece) (B)(4)/(console) (B)(4), 160 blade holders and other parts and accessories were tested for proper operation. On evaluation no failure was found. The unit was within the specifications. Nidek contacted the facility to gather additional info regarding the patient status and the actual numbers of patients affected. Doctor confirmed there was a definite increase in epithelial ingrowth along the temporal flap edge. The doctor also reported that the patients developed opacity temporally due to the epithelial growth. However there has been no surgical intervention required for this event as the epithelial ingrowth is far from visual axis and does not affect the patient's vision. Doctor also mentioned that it is difficult to estimate the total number of patient affected as epithelial in growth is a slow process, but there is an increasing trend. Nidek will submit one single MDR for this event. If additional significant info is received at a later date, a follow-up report and additional MDR will be submitted for additional confirmed event. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint from a customer on (B)(6) 2014. Doctor reported that during surgery with mk-2000 s/n (B)(4) they experienced 160um blade holder was making thin flaps temporally, which resulted the epithelial ingrowth. The doctor mentioned that the reported event had been an ongoing issue since (B)(6) 2013; however, the site had not reported it to nidek until (B)(6) 2014. Doctor reported more than 12 patients were affected.